Event description:
An ipp device was implanted on 5/10/96. Information received on 2/10/97 indicates the patient states "pain, burning, discomfort-pumps 80-100 times to inflate. Pump is real high in scrotum."additional lot/ser #bu268 006.